Event description:
It was reported that pump displayed an altitude alarm earlier in the day, but the customer was able to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on how to prevent altitude alarms and was able to resume insulin using original cartridge without needing a replacement, with no additional issues reported.